Event description:
An 80-year-old male patient with non-small cell lung cancer (nsclc) started optune lua therapy on (B)(6) 2025. On (B)(6) 2025, novocure was informed that the patient had temporarily discontinued optune lua therapy on (B)(6) 2025, due to the development of a rash affecting the upper body, including both the back and front. The healthcare provider (hcp) prescribed unspecified medications, including an antibiotic, to treat the rash. The provided image demonstrated areas of mild erythema on the right torso. On (B)(6) 2025, the patient reported that he still experienced itching and remained off therapy. In addition, he was evaluated by a dermatologist on (B)(6) 2025, who determined that the rash was an allergic reaction to the adhesive used on the arrays. On (B)(6) 2025, it was reported that the prescribing physician recommended the use of a skin barrier film and topical corticosteroids. Additionally, following the dermatologist's consultation, oral corticosteroids were prescribed. Attempts to contact the prescribing physician for further details were made, although no response was received.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer arrays to the allergic reaction cannot be ruled out. A risk factor for hypersensitivity in this patient includes concomitant docetaxel (hypersensitivity reactions, and other dermatological issues such as rashes, erythema, and skin toxicities are listed among the most common adverse reactions source: docetaxel prescribing information). Hypersensitivity was not reported in the pivotal ef-24 clinical trial for optune lua treatment for nsclc. Hypersensitivity has been reported approximately 395 times in the commercial program to date, 9 of which were serious and related to device use.